Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 440 mg/dl. The customer¿s current blood glucose level was 382 mg/dl. Patient's blood glucose at time of incident was 340 mg/dl. The customer was treated with manual injection. The customer did experienced the symptoms such as nausea. Troubleshooting was performed. The insulin pump will not be returned for analysis.